Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during set up of the cardiosave intra-aortic balloon pump (iabp) a leak sound was heard. The unit was switched out and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the malfunctioning unit. The fse reported that compressor was not engaging and made an audible tone. The unit was unable to complete an autofill. Compressor was not creating vacuum and was overdue for replacement. After compressor and mufflers were replaced the unit performed without an issue. Product passed all functional and safety tests per manufacturer specifications.